Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, prior to the procedure, the black release button popped off into operatively. A needle is jammed into handle (locked in place) and it cannot release it without a working button. There was no patient injury. Due to devices failing before or during a case a replacement device was available for case to continue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Black loading/unloading top button was disengaged from the device. It was found that the plunger was partially deformed indicating that button was assembled with plunger. The button was not returned with the product for evaluation. Marks were observed near needle slots and tested the device with needles from inventory and marks were not replicated. The device functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. Replication of disengaged or broken loading button may be attributed to an incorrect use of the device, against the instruction for use of the product that affected the proper functionally of the device. This might cause the necessity for the user to exert pressure on the button which results in the button disengaging or breaking off the plunger. The root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.